Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: quotation from the reporter: "when attempting to put patient on transport vent, ventilator not able to ventilate patient (pip would only reach 25 with vte 50 ml), patient desaturated to 50%, blood pressure started to drop, patient taken off vent and bagged, bp and spo2 improved quickly back to baseline. Patient placed back onto ICU vent. Ventilator ran through sst leak and flow sensor tests, both tests passed. Patient tried back on t1 transport vent with same issue present. Decision made to hand ventilate patient over to hospital. Ventilation maintained with bvm at an rr 8, no further issues, etco2 remained stable within known patient parameters"

Manufacturer narrative:
Hamilton medical ag's reference number: (B)(4). Corrected data: b3. Follow-up 1: complaint investigation during the attempt to connect the patient to the transport ventilator, the ventilator was unable to provide adequate ventilation, peak inspiratory pressure (pip) reached only 25 cmh2o, and the exhaled tidal volume (vte) was approximately 50 ml. The patient¿s oxygen saturation dropped to 50%, accompanied by a decline in blood pressure. The patient was immediately removed from the ventilator and manually ventilated with a bag-valve mask (bvm), resulting in rapid improvement of both spo2 and blood pressure to baseline levels. The patient was then returned to the ICU ventilator. The hamilton-t1 ventilator subsequently passed both the leak test and the flow sensor calibration. Despite this, when the patient was again connected to the same ventilator, the issue recurred. A decision was made to manually ventilate the patient for the remainder of the transport using a bvm at a respiratory rate of 8 breaths per minute. Ventilation was maintained without further complications, and end-tidal co2 (etco2) remained stable within the patient¿s expected range. The reported event corresponds with the event recorded in the device log on the date of incident. Log review confirms that ventilation was initiated in (s)cmv+ mode. Immediately after ventilation began, the ventilator generated multiple alarms, including "inspiratory volume limitation", "disconnection on patient side" and "maximum leak compensation". Simultaneously, alarms for "vt low" and "low minute volume" were also triggered. The device was subsequently placed in standby mode, and both the leak test and flow sensor calibration were performed, both tests passed. Ventilation was restarted in (s)cmv+ mode, but the same alarms reappeared: "vt low", "low minute volume" and "maximum leak compensation". At that point, the device was again switched to standby and powered off. Following the incident, a local service engineer ran a full diagnostic using the service software, which completed successfully with no test failures. The issue could not be reproduced. The most probable root cause is a patient-side disconnection or severe leak, potentially involving the flow sensor or endotracheal tube.the sequence of alarms further supports this conclusion. Device logs confirm that the ventilator delivered a tidal volume (vti) of approximately 1500 ml, which exceeded the preset upper limit and triggered the "inspiratory volume limitation" alarm. However, due to a significant leak in the patient circuit, the patient did not receive this volume effectively. This is substantiated by the "disconnection on patient side" alarm, which indicates that the returned tidal volume (vte) was less than one-eighth of the delivered volume¿i.e., less than ~187 ml. These conditions resulted in patient desaturation and low blood pressure, which resolved upon manual ventilation. These findings are consistent with a severe leak or misconnection preventing adequate inspiratory pressure and volume from reaching the patient. Importantly, the ventilator passed all internal diagnostics, including the leak test and flow sensor calibration and the issue could not be replicated. No hardware issues were identified. This confirms that no internal technical malfunction within the ventilator could be established. The alarm behavior and data indicate that the ventilator functioned as intended in response to external circuit conditions. No corrective actions were taken as the device passes all diagnostic tests. Following verification of correct device operation and confirmation that no malfunction could be identified, the device has been returned to clinical use.